Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing therapy and high voltage therapy for supra ventricular tachycardia (svt) that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The crt-d remains in use. Additionally, it was reported that the right atrial (ra) lead exhibited undersensing at times during atrial tachycardia/atrial fibrillation (at/af) and possibly triggering device classified false termination of at/af events at times. Some stored episodes were misclassified due to atrial undersensing. It was also noted that the ra lead undersensing appeared to result in inappropriate atrial pacing. Further noted, the right ventricular (rv) lead exhibited oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that the crt-d was explanted and replaced approximately two weeks later. It was further reported that the patient was hospitalized due to a recurrent ventricular tachycardia (vt) storm and dual tachycardia. The patient was treated with lidocaine and amiodarone prior to the device change out procedure. The follow-up visit with the new device showed normal function of the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2008 429688 lead implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing therapy and high voltage therapy for supra ventricular tachycardia (svt) that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The crt-d remains in use. Additionally, it was reported that the right atrial (ra) lead exhibited undersensing at times during atrial tachycardia/atrial fibrillation (at/af) and possibly triggering device classified false termination of at/af events at times. Some stored episodes were misclassified due to atrial undersensing. It was also noted that the ra lead undersensing appeared to result in inappropriate atrial pacing. Further noted, the right ventricular (rv) lead exhibited oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.